Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
As outlined on the unomedical-tandem quality agreement signed 01/26/2021, the reportability decision of the complaint record for the unomedical manufactured product has been determined by unomedical.